Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump came out of position in the lv when the patient moved/kicked legs. The malpositioned pump had the pump performance level lowered and pump was explanted without any complications. No lasting harm or injury reported due to the issue..

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The pump was not returned for investigation. Pump was pulled back into the aorta due to patient movement, which was caused by kicking the lag. The cause of the positioning issue was patient movement, based on given clinical details. Added- h6 impact code 4628 added- d6a/d6b f6/f8 should have been left blank in the initial report.